Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low rectal anterior resection procedure, immediately after the start of use, a spark comes out from the tip aspiration hole and leaks to the surrounding tissue. The intestines (unintended parts) were burnt by about 1cm. When smoke evac was connected to a device, activation was 40w for both cut and coag. The patient has no particular problem.